Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation reviews of the manufacturer¿s instructions, specifications, instructions for use (IFU), and quality control were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Furthermore, reviews of the manufacturer¿s instructions, specifications, and quality control procedures were conducted, and no gaps were discovered. Additionally, an IFU is provided with the device, which provides all the proper warnings, precautions, indications, and contraindications for the device. Based on the lack of information provided and no product returned, investigation has concluded that a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter occupation - manager. PMA/510k # k133788. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during a bladder stone removal procedure using a cook® multi-use holmium laser fiber, the tip of the fiber broke upon first firing. A new fiber was opened and used to complete the case. No section of the device remained inside the patient's body. The patient did not require any additional procedures as a result of this issue. The patient did not experience any adverse effects from this alleged product malfunction. There was no injury to the staff/end user.